Event description:
Following manual scheduled inspection, an eto sterilizer was left in the test mode position, resulting in a reduced exposure to the sterilizing gas. Prior to this step, instruments were thoroughly hand washed, inspected, and exposed to a heated decontamination wash process. The anomaly was observed the tenth day after the annual inspection 8 instrument packs were involved. Although the risk of infection was determined to be miniscule. Each pt who may have come into contact with the affected instruments was informed of the situation and asked to return to the hospital for counseling, hepatitis b vaccination and follow-up. 8 to 12 patients involved.